Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited under-sensing. The device failed to redetect ventricular tachycardia and deliver additional therapy needed a result. The arrhythmia was resolved once the device detected a new tachycardia event and converted the rhythm successfully. The device was disabled but remained implanted. The patient was stable and asymptomatic.